Event description:
Event description guidant received information that this pacemaker, which was in service for 13.5 months, declared elective replacement time (ert). It was reported that the atrial chamber was programmed to high outputs. The device was explanted, replaced and returned for analysis.